Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The ra lead was not returned for analysis. Additional information was received that this patient expired due to infection.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The ra lead was not returned for analysis. Additional information was received that this patient expired due to infection.